Event description:
It was reported that customer returned broken instrument for replacement. One product was involved in the the event. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : d10, g4, h2, h3, h6 and h10. The device has been returned to the manufacturer. The device analysis show that 2 quarters of the impactor tip are broken. However no non conformity was observed on the product. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No other similar complaint were recorded for avantage impactor tip 64mm, reference (B)(4), batch zb090907 within a year. Investigation results concluded that the reported event was due to wear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that customer returned broken instrument for replacement. One product was involved in the event. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that customer returned broken instrument for replacement. One product was involved in the event. No adverse events have been reported as a result of the malfunction.